Event description:
The customer mentioned a malfunction from (B)(6) 2009 on one of their devices to a physio-control service representative when the device was inspected in (B)(6) 2014 to see which battery was installed in the device. The device had reportedly not switched on at some point in (B)(6) 2009. There was no report of patient use being associated with the reported event. The customer reported that repairs on the device had been performed.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
(B)(4). The initial medwatch report indicates: device not evaluated by manufacturer. Device evaluation anticipated, but not yet begun. The initial medwatch report should indicate: not returned to manufacturer. Follow-up information: the device was not returned to physio-control for evaluation. Attempts to gather additional information have been unsuccessful. A cause for the reported failure could therefore not be determined.